Event description:
It was reported there were constant occlusions. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: there was no patient involvement. The error was fond during a precheck by a technician. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110 correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-14243]. The report was submitted in error.